Event description:
Medical records show that on 1/8/1981 pt developed a hematoma which had to be evacuated. Physician's note of 12/15/82 states one of pt's implants deflated this morning. Operative report confirmed the removed prosthesis was completely deflated.